Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in office on (B)(6) 2018 with a high capture thresholds and low sensing on their right ventricular lead. Upon x-ray imaging, it was discovered the lead was dislodged. On (B)(6) 2018, the lead was capped and replaced with a new lead. The patient was asymptomatic before, during, and after the event.